Manufacturer narrative:
(B)(4). Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing aseptic tibial loosening requiring revision surgery.